Event description:
Additional information was received from the patient. They reported that the date for their revision will be (B)(6)2021. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that within 2 weeks after implant they told the physician¿s assistant (pa) at their managing health care professional (hcp) office that it felt like the ins had moved. The patient stated that the pa hadn¿t assessed the ins site and said that it was still healing however the patient stated they recently had a follow up with their managing hcp and told them about the concerns about the ins moving, the hcp ¿felt back there,¿ and said that the battery was flipped. The patient said that the hcp said that there was really not a lot they could do about that and suggested that they could go in at 1 year and sew the ins down so it wouldn¿t flip. The patient said that the hcp thought the patient would be fine unless the wire popped. The patient noted that they were still having good therapeutic effect and clarified that the ins was not completely flipped over; that it was sticking out sideways and was perpendicular. The patient said that they could push against it so that it would sit flat under the skin before rolling over on it. The patient was redirected to their hcp to further address the issue. It was noted that there was a battery revision surgery scheduled for 1 year from the implant date in order for their insurance to cover the procedure. Possible risks were reviewed with the patient and it was recommended that the patient notify their hcp if their symptoms worsened or if they had changes to therapeutic effect or the ins site. It was noted that the patient¿s relevant medical history included that the patient had a spinal cord injury and was paraplegic. The patient was also noted to have a history of failed botox injections to treat their bladder issues. Neither of these historical events were alleged to be related to the device/therapy. No further complications were reported at this time.